Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 022. The patient has intermittent in-home nursing care, and the nurses assist with inserting and removing the sensors. On (B)(6) 2022, the patient stated he experienced pain at the insertion site, and he contacted his nurse to change out the sensor. Upon sensor removal, the nurse discovered there was inflammation and an infection at the sensor insertion puncture site. The nurse then contacted a doctor who prescribed antibiotic tablets for 5 days. At the time of the report, the patient stated he does not know the name of the antibiotic tablets and has thrown away the packaging. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 07/01/2022. It was reported that the patient stated that after two to three days from the date of event and after taking antibiotics, the inflammation was gone. No additional patient or event information is available.